Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose with a blood glucose of 400 and 35 mg/dl at the time of the incident. The customer used the insulin pump to treat the high blood glucose. The customer did not mention how they treated for the low blood glucose. The customer did not mention any symptoms for the high and low blood glucose. The customer was wearing the insulin pump during the high and low blood glucose events. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the high and low blood glucose events. Troubleshooting was completed. The customer reported the reservoir was pressed while connected. The customer reported the reservoir was showing less insulin than what was shown on the status screen. The customer reported their bolus rates had changed. The insulin pump will not be returned for analysis.

Event description:
The automode feature was active at the time of the reported event.